Manufacturer narrative:
The device was returned for evaluation. The returned device was evaluated and performed as designed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction; its root cause could not be determined. The cannula was not found to be bent any more than would be expected from pod removal. We are unable to confirm if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 21.3 mmol/l (384 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. The customer noticed the cannula was bent. A new pod was applied after the event and the patient's blood glucose levels returned to normal.

Manufacturer narrative:
The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The root cause of the alarm could not be determined conclusively. There were no occlusions noted in the fluid path or any manufacturing defects or deficiencies with the pod. The cannula was inspected and not determined to be bent/kinked. No product defect or deficiency that would have contributed to the reported hyperglycemia was found.